Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, there was an additional finding of corrosion around the forceps elevator. Based on the results of the investigation, olympus confirmed foreign material and corrosion was in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The user's handling deviation from the instructions for use also couldn't be confirmed. Based on the results of the investigation, it is presumed that the gap between the distal end and the server plug in was due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. Are applied to the device. The event can be detected/prevented by following the instructions for use which state: important information: please read before use: warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a foreign material in the nozzle. There were no reports of patient involvement.